Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is being filed under separate medwatch report.na

Event description:
This is being filed for difficult to flush. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds) 90111u196), it was not possible to flush and de-air the sleeve with heparinized; however, the cds was blocked. The dc fastener was released, and an attempt was made to retract and advance the dc handle, but resistance was felt. The cds was not used in the patient and a second cds (90322u186) was prepared. The second cds was advancing to the mitral valve; however, upon turning the m/l knob, resistance was felt, and the tip of the clip pointed towards the wrong direction. The cds was retracted into the guide to check for proper blue alignment. It was confirmed that there was no blue line alignment and cds was re-aligned and re-inserted. The clip was steered in the left atrium and positioned above the mitral valve. Echocardiogram showed a pericardial effusion (pe) and the patient¿s blood pressure dropped. Pericardial puncture was performed. After hemodynamically stabilizing the patient, the clip was deployed. Medication was administered to reverse heparin-induced anticoagulation; however, the pe was still present causing a delay in the procedure. The patient was sent to surgery for additional treatment. It was discovered bleeding of the left atrium from an atrial perforation which was repaired with two stitches and a small patch. The patient was stable. One clip was implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported difficult delivery catheter (dc) handle advancement and retraction, and difficult to flush were not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to position the (dc) handle and difficult to flush in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.